Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where all the cubies in the drawer failed with the message of not enough smart cubie memory. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced read/write errors on the drawers 4.1 and 5.1. A field service engineer resolved the issue by reseating the row board cables on the back of each drawer on the main cabinet. The system functioned as intended after the field service engineer troubleshooted the device.